Event description:
During an unspecified interventional treatment procedure, the shaft of the choice pt es guidewire became kninked and fractured. Femoral artery (gpa). The physician successfully crossed the lesion with the wire, but upon removal of the device, the shaft kinked and broke in half.. The wire remained on the sheath and was removed with no patient complications. Patient status is reported as 'okay'.